Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer also reported to have experienced a high blood glucose event due to unable to deliver a bolus. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device received with intermittent keypad unresponsive due to corroded keypad traces at keypad flex fingers. Device received with moisture damage noted on electronics assembly, motor and vibrator motor assembly. Device received with cracked retainer, cracked case at battery tube side, minor scratched display window, peeling keypad overlay and scratched case.